Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the biomed engineer that the pt's system controller was stopping the pump and there were audible and visual red heart alarms. The system controller was exchanged with another system controller and no further problems were reported.